Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was in the 600s mg/dl and a bolus via the pump was delivered to address the bg level. The customer initially thought it sounded like the pump was not delivering insulin. A pump system check was performed and no device issues were identified. The customer declined to remove the cannula for inspection. The customer acknowledged that the pump was functioning properly and it sounded like it was delivering insulin.